Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) units of folfusor sv (small volume) leaked from unspecified locations. This occurred prior to patient use. The devices were filled with 5000mg fluorouracil in 115ml 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. Correction to d4: unique identifier (UDI) #. H10: two (2) actual devices were received for evaluation. A visual inspection was performed and noted white crystallized drug residue located on the blue winged cap and on the outer surface of the pink coil cap of one sample. No signs of white drug residue were observed from the second sample. No signs of moisture or liquid were observed on either the interior or exterior surfaces of both samples. Fluorouracil has a tendency to turn into white crystallized residue when the liquid form is exposed to the open air for a certain amount of time. Functional testing was performed by filling the devices with green colored water. During fill, no evidence of leak was observed. After fill, the devices were being monitored until the next day. No evidence of leak was observed from the two samples. The reported condition was not verified during functional testing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.